Manufacturer narrative:
A report is being submitted for this returned 777f8 catheter due to evaluation findings. Report of balloon issue was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Torn balloon was missing. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or syringe. Catheter was unable to passed through returned contamination shield. Catheter passed lab contamination shield from 9f introducer kit without issue. The device history record was completed, and the product passed all manufacturing inspections without non-conformance related to the failure reported. Swan ganz catheters manufacturing process, visual aids, and drawing specifications indicate step by step how to assemble the balloon and meet all balloon assembly criteria. Manufacturing mitigations include visual and dimensional inspections of the balloon while it is inflated, and a sampling of deflation time rate. Edwards also provides guidance and instructions on device prep, and proper insertion techniques in the instructions for use (IFU), including balloon integrity inspection, balloon inflation capacity, syringe size, and warnings and instructions on how to avoid balloon rupture. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event was identified.

Event description:
It was reported during setup that the cco swan ganz 777f8 balloon burst. They confirmed with the anesthesiologist that they used the pre packed syringe that only allows 1.5cc of air to be inserted into the balloon and the balloon still ruptured. There was no patient injury.